Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The flow sensor was replaced and the unit was returned to service.

Event description:
The hospital reported a failure of mechanical ventilation to operate as expected during a case. There is no report of patient injury.